Manufacturer narrative:
Covidien reference: (B)(4). The tracheal tube was returned for investigation. The tube was inspected and a cut was found in the cuff. The reported complaint was confirmed. The manufacturing controls were reviewed and found acceptable to detect this malfunction. All products undergo testing prior to release from the lot. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to patient use, the cuff of a tracheal tube would not inflate. There was no patient involvement. There is no report of serious injury or death associated with this event.